Event description:
Device delivers not enough insulin, blood glucose levels about 500 mg/dl [device failure] {]blood glucose increased]} case description: this spontaneous case reported by a consumer, the patient's father, received from another country reported as "blood glucose levels about 500 mg/dl" and "device delivers not enough insulin", concerns a male patient treated with novopen 3 demi (insulin delivery device) on unknown dates for diabetes mellitus. On an unknown date, the patient experienced that his blood glucose level increased to 500 mg/dl because the device did not deliver enough insulin. The outcome of the event is unknown. Analysis result: product: novopen 3 demi. Lot no.: jw40165. Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities. Case conclusion: the dose accuracy was normal. Reporter's causality: unknown. Novo nordisk causality: reportable.